Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that another remote monitoring alert was detected due to high shock impedances. The alert was delivered to the patient's clinic. No adverse patient effects were reported.

Event description:
Additional information was provided that a latitude red alert was detected due to high shock impedances. The alert was delivered to the patient's clinic. No adverse patient effects were reported.

Event description:
Boston scientific received information that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range shock impedances of greater than 125 ohms the day after implant. It was noted that during implant, out of range measurements were noted; however, after reconnecting the lead and setscrew, normal measurements were observed. Induction testing also produced normal measurements. Technical services (ts) discussed it was possible that the lead was not seated all the way into the connector block. Ts discussed further troubleshooting options. It was noted that defibrillation threshold (dft) testing was repeated, which resulted in normal shock impedances. Shock impedances were again tested the next day, and again, normal shock measurements were noted. No adverse patient effects were reported.

Event description:
Additional information was provided that the physician was aware of this issue and will continue to monitor the patient at this time.